Manufacturer narrative:
A software analysis was initiated. However, the software evaluation determined that unable to determine probable cause without further information since the behavior cannot be replicated. Codes associated with the software: fdr, fdc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Other relevant device(s) are: sw kit 9735737, stealth s8 cranial. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the site brought the navigation system into the operating room (or) to register the patient. The surgeon needed to attempt to register 3 times but were eventually able to get it to pass. After the passing registration, the doctor state he was only able to navigate the instruments if he was standing on the patient right side. If he moved to the left side the cross hairs went red. Surgeon stated there was nothing blocking or in the line of site of the camera. The surgeon was able to proceed just standing on the patients right side. There was no reported impact to patient outcome and a reported delay of less than one hour.